Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-06397. It was reported that vessel perforation and rotawire detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery(lad). During the procedure, the physician attempted to perform ablation with a 1.50mm rotalink¿ plus and a 330cm rotawire¿; however, the device was unable to cross the lesion. The burr was then exchanged with a 1.25mm rotalink¿ plus; however, the physician felt uncomfortable with the movement of the burr. Subsequently, it was noted under angiography that vessel perforation occurred. The physician was able to address the bleeding with a balloon catheter. However, it was further noted that rotawire detachment occurred. The physician tangled a guide wire with the detached rotawire in an attempt to remove the detached fragment but it failed. Furthermore, the guide wire also was detached during the attempt and fragments of both wires remained inside the patient's body. No further patient complications reported and the patient's condition was good.